Manufacturer narrative:
This report is filed february 19, 2016. The implanted device remains.

Event description:
Per the clinic, the internal magnet migrated. The implanted device remains.

Manufacturer narrative:
Additional: it has since been reported that the patient underwent revision surgery on (B)(6) 2019 to reposition the receiver/stimulator. This report is submitted on march 7, 2019.